Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -9.00/2.0/095 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6)2023. The lens was reported as having low vault without rotation. Cause of the event was unknown. On (B)(6) 2024 the lens was replaced with a same length lens. This resolved the problem. Reportedly changes in crystal implantation position.

Manufacturer narrative:
H6: off-label; age < 21 years old at the time of implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).